Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) recommended device replacement. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this pacemaker system had triggered a lead safety switch (lss) due to high pacing impedances out of range on the right ventricular (rv) channel. Subsequently, the lead was tested unipolar and all numbers were within range and the new device was programmed to unipolar pace/bipolar sensing. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Updated section b5 describe event or problem to add additional information received from the field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Manufacturer narrative:
Updated section b5 describe event or problem to add additional information received from the field. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. A gfe was sent to request information regarding the patient outcome, device explant status and return, as well as details about the initial reporter, if a response is received, a supplementary report will be uploaded.

Event description:
It was reported that this pacemaker had been switched to safety mode. Technical services (ts) recommended device replacement. This device was explanted and successfully replaced. This product has not been returned for analysis. No additional adverse patient effects were reported. Additional information was received stating this pacemaker system had triggered a lead safety switch (lss) due to high pacing impedances out of range on the right ventricular (rv) channel. Subsequently, the lead was tested unipolar and all numbers were within range and the new device was programmed to unipolar pace/bipolar sensing. No adverse patient effects were reported.